Event description:
During a tonsillectomy and adenoidectomy procedure several coblator wands did not work properly. The physician had to open new wands (repeat issue product). The circulating rn reports suction gets clogged, and the device stops working and too much smoke is observed.what was the original intended procedure?for t and a.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.